Manufacturer narrative:
Article citation: collado-mesa, fernando, yepes, monica m, net, joe m, jorda, merce. Breast implant-associated anaplastic large cell lymphoma: brief overview of current data and imaging findings. Breast disease 1. 2021; 1-7. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: peri-implant fluid collection; bia-alcl.

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma: brief overview of current data and imaging findings,¿ authors report a patient with ; post left beast mastectomy for dcis and right prophylactic mastectomy, followed by immediate bilateral breast silicone implant with textured surface reconstruction who presented with sudden onset of right breast swelling and enlargement with associated discomfort. Bilateral mammogram shows irregular contours of the right breast silicone implant with associated focal-peri-implant increased density. Ultrasound shows right peri-implant fluid collection containing debris and an indistinct mass along the medial aspect of the right breast implant capsule. MRI shows right peri-implant fluid collection. The markers of cd30+ and alk- have not been reported or confirmed. Affected side is right. That status of the device is unknown. The manufacturer of the device is unknown.